Manufacturer narrative:
(B)(4): it was reported that an attempt to dissect the vaginal skin away from urethra was unsuccessful due to loss of plane, likely because of her multiple previous surgeries. It was also reported that initial attempts to place the urethral sling unsuccessful and therefore was removed. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03619. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, urinary frequency, urinary leakage, urinary retention, pelvic pain, stress incontinence, cystocele, and postvoid dribbling.

Event description:
It was reported that following insertion the patient experienced hematuria, urinary frequency, urinary leakage, urinary retention, pelvic pain, stress incontinence, cystocele, and postvoid dribbling.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that post implantation, patient experienced pain, urinary disturbances, (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.